Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that the w09 power pcb to therapy pcb cable was partially disconnected where the cable-mounted plug connector, designator p41, meets pcb-mounted jack connector, designator j41, on the a03 power module. Physio then reseated the cable to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.